Event description:
Distributor reported on behalf of user facility that the product was in use with a patient when the 15mm connector became disconnected from the tube. It is not known how long the tube was in use. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.